Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned and a valid serial number has not been provided, therefore, it is not possible to check DHR for cable and adapter. A tripped trend review was conducted for the reported complaint and freestyle libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h-10 was incorrectly documented and has been updated.

Event description:
Customer reports that their adc reader caused a fire at their house. Customer further reported that they ¿hit the emergency button¿ and the ambulance came as the house caught on fire. Customer experienced coughing, couldn¿t breathe, and a loss of consciousness. Customer woke up in the hospital and was treated with oxygen mask, steroids, and "tube inside the throat to check the lungs as they use an inhalator". No further treatment was reported. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death or permanent impairment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Event description:
Customer reports that their adc reader caused a fire at their house. Customer further reported that they ¿hit the emergency button¿ and the ambulance came as the house caught on fire. Customer experienced coughing, couldn¿t breathe, and a loss of consciousness. Customer woke up in the hospital and was treated with oxygen mask, steroids, and "tube inside the throat to check the lungs as they use an inhalator". No further treatment was reported. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death or permanent impairment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed damage to the plastic channel retaining the pins of the usb port. Reader was successfully communicated with software and it was observed to be charging. Damaged usb port does not impact reader functionality and does not contribute to the customers complaint. The customer did not return the usb charging cable and adapter. No evidence of fire was observed. Built-in reader test was performed and all results were within specification. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of damage, burn marks was observed. No corrosion was observed. The returned battery voltage was measured, and a power consumption test was performed, and both were within specification. The current draw on the returned reader was within specification. Reader was also monitored under thermal camera during operation and it was observed that the temperature was within specification. The customer did not return the adaptor or adc charging cable. There was no evidence observed that would cause the reader to become ¿fire" as reported by the customer. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. Section d4 (sn), (UDI), (device expiry date), and h4 (device mfg date) were updated based on the returned product.

Event description:
Customer reports that their adc reader caused a fire at their house. Customer further reported that they ¿hit the emergency button¿ and the ambulance came as the house caught on fire. Customer experienced coughing, couldn¿t breathe, and a loss of consciousness. Customer woke up in the hospital and was treated with oxygen mask, steroids, and "tube inside the throat to check the lungs as they use an inhalator". No further treatment was reported. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death or permanent impairment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on (B)(6) 23. Adc field action fa1005-2023 was issued to the us (B)(6) 23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.